Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument distal tip of shaft cracked.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument and completed the device evaluation. The instrument was analyzed and was found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.129¿ in length and are not axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.